Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the physician noted oversensing episodes and lead noise on the right ventricular lead. The lead noise was not reproducible, and no intervention is planned. The patient will continue to be monitored by follow-up and was in stable condition.